Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) and healthcare provider (hcp) reporting that it was unknown if the patient experienced any symptoms related to the event. It was unknown why the pump was allowed to go empty but it sounded like the hcp office didn't schedule the patient properly to come in by then. The cause of the motor stall and recovery was unknown. It was reported that the patient did not have magnetic resonance imaging (MRI). The cause of the alarm after refill was not determined. It was unknown if the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving int rathecal morphine, bupivacaine and baclofen (all unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the rep stated that the patient was in for a pump refill yesterday and they noted 2 alerts; one for empty reservoir and a second for pump motor stall and recovery. The pump was filled and the patient left. The patient then started to hear an audible alarm again later yesterday. The agent reviewed information about concurrent alarms and provided instruction on how to silence the current audible alarm. The troubleshooting steps that were taken on the call resolved the issue. It was unknown if this was the first time that the synchromed ii pump was interrogated with the a810 app version 2.x.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.